Event description:
The physician reports performing cataract surgery with implantation of the crystalens iol in the patient's right eye. Two months postoperatively, the patient's bcva decreased to 20/50. Upon examination, the lens had vaulted in a z-configuration. A yag capsulotomy was performed in 2009, and 6 weeks later, the crystalens was exchanged for a different lens model. The patient is reported as stable and the physician expects the bcva to improve to 20/40 or better.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the refractive error/decreased vision was related to lens vaulting.